Event description:
It was reported cartridge alarm 20 occurred during insulin delivery. The customer's blood glucose level displayed "high" however, the specific value was not known. The customer corrected the high blood glucose by administering a correction bolus. No third-party intervention was required. Customer technical support arranged shipment of new replacement pump and customer reverted to an alternate form of insulin therapy.